Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. The device is also relaying beeping tones. Device data showed the device power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. The device is also relaying beeping tones. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirms the device was explanted and replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. The device is also relaying beeping tones. Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirms the device was explanted and replaced successfully. There were no adverse patient effects reported.